Manufacturer narrative:
(B)(4). Date sent: 8/20/2020. Different device code than what was originally reported: correction medwatch. H10: corrected data = h6 additional information was requested and the following was obtained: please clarify, what was broken? Broken as in kaput, i.e. The blade was damaged. Nothing actually broke off. Did the active titanium blade break off? No. If yes, what efforts were made to locate the pieces of the blade tip during the procedure? N/a. Was this procedure converted to an open procedure? No. Are there any plans to locate the pieces? N/a. Was there any change in the patient care as a result of this event? No. What is the current patient status? Patient is doing fine upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: please clarify, what was broken? Did the active titanium blade break off? If yes, what efforts were made to locate the pieces of the blade tip during the procedure? Was this procedure converted to an open procedure? Are there any plans to locate the pieces? Was there any change in the patient care as a result of this event? What is the current patient status? The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass the device suddenly stopped working after the surgeon cut through the staple line of the pouch. The reason for the breakage is probably metal contact. The surgery was delayed but was completed successfully. There were no patient consequences.